Event description:
The patient ((B)(6)) was scheduled to receive a trial scs system. It was reported during the procedure that intra-operative testing could not be performed as all of the lead contacts demonstrated invalid impedances. All device connections were checked, the trial cable was replaced and a different multi-program trial stimulator (mts) was tried to no avail. The physician then elected to replace the lead which resolved the reported issue. It was noted that the physician did not encounter any difficulty while placing the lead. It was further reported that the surgery time was doubled and the patient required longer anesthesia time; however, the exact time needed to complete the procedure is unknown. Both the physician and pain doctor reportedly suspect that the cause of the event was a defective lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.